Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead got perforated and was poking the bottom of the patient's heart. This lead was surgically revise. No additional adverse patient effects were reported.